Manufacturer narrative:
Eval summary: no surgical report has been submitted and also it is not known whether proper surgical technique and instrumentation were used or not. This type of issue might have been caused due to one or combination of following factors: mal-position of the ceramic insert into the shell; heavy impaction force; edge loading; improper surgical technique. However, no definitive cause analysis can be performed with certainty. H6: eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be rec'd, the complaint will be reopened. Zimmer inc. Considers the investigation closed.

Event description:
It is reported that when impacting the ceramic liner, it broke and caused burring on the head. The surgeon also could not get the liner out of the cup and it broke.